Event description:
It was reported that lead noise was observed on the ra lead which resulted in episodes of auto mode switch. Noise was not reproducible and no other anomalies were found on the lead. Lead was explanted and a new lead was implanted. Patient was stable and will continue to be monitored.

Manufacturer narrative:
Final analysis found external insulation abrasion breaching the outer insulation at 10.8 cm-11.4 cm from the connector pin exposing the outer coil. The abrasion was consistent with the friction against the device can. This contributed to the reported noise. All other damages were sustained during the surgical procedure.